Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited high out-of-range pacing impedance. It was also found that the helix was bent and the atrial lead could not be explanted. The atrial lead was capped and replaced on (B)(6) 2022. There were no patient consequences.